Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. No damage was observed to the keypad. Evidence of moisture was visible behind the display. The pump was unable to power on during testing. The complaint could not be fully tested due to this. The keypad cover was removed and no damage was found to the button contacts. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was observed throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the buttons were under responsive. There was reportedly moisture behind the display and in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.